Event description:
It was reported that the patient had a lead warning within a month of implant and there were high thresholds, oversensing, noise, and low impedances detected on the implantable pacing lead. At the time of the device check, testing indicated the lead was within normal limits and remains in use but will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-53 implantable pacing lead, implanted: (B)(6) 2013.